Event description:
A complaint was received regarding a 1o2¿ valve (blue) w/check valve, rotating luer that experienced leakage. The reporter stated, ¿leakage from the white button." It was stated in the report that the event was not detected prior to direct patient use. The event occurred during infusion with common drugs like propofol. The device was used for 24 hours. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no med/surg intervention required. The device was not changed out/replaced. There are 2 involved problematic devices that are available to be tested and being returned for investigation.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: 12630. This product was used for the product code and 501k. E1 this complaint was received through: (B)(6). Investigation summary: received two (2) used 01c-smv3v 1o2 valve w/ check valve for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. One (1) of the returned samples had leakage from the white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. T he lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.